Event description:
The customer reports that during a laparoscopic procedure, once the clips were fired into the tissue they were cracked. A new device was used to complete the procedure. No patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with one clip loaded in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.